Event description:
The patient reports, she felt a "clicking in her shoulder" and thought it was pinched nerve which she had experienced previously. The pain progressed to sharp shooting pain down the neck, shoulder, and into the arm affecting her hands. The patient is now experiencing numbness in her arm. The area impacted is the same area being treated by the implanted device. The patient reports x-rays show "things appear to be in place." The patient has had two epidural blocks along with medication which have not helped. The patient turned off the dbs system to see if the symptoms would go away. The symptoms have not changed even with the device off. Additional information has been requested form the hcp, but was not available on the date of this report.